Manufacturer narrative:
The reported event of the system controller alarming was confirmed and reproduced during analysis. The black power cable had multiple inner conductors that were compromised including the yellow (alarm out) that would cause the power module to alarm upon movement. The pump continued to function without any interruption or speed reductions during analysis. A review of device history records for this system controller showed no deviations from mfg or qa specifications. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the system controller was alarming. The system controller was exchanged and the event was resolved.